Event description:
It was reported that the customer had concerns with residual volume remaining at completion. This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.